Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400450770. Ten (10) photos were provided for evaluation. Visual inspection of the photos noted that the male luer lock connector was broken off inside the arm of the caresite. Therefore, the reported defect was confirmed. Without an actual sample, the exact root cause could not be determined. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).at this time it is unknown if the device involved be available for evaluation, the investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the male end of the set broke off in the caresite, causing blood to leak out of the extension set. Report number 2523676-2019-00216 was filed for the caresite luer access device, item number (B)(4). No injury reported.